Manufacturer narrative:
The device was returned for analysis. The analysis indicated that the motor shorted and a bearing was corroded. The bearing, seal and motor were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The m4 hand-piece was returned of analysis. Initial inspection could not verify the reported event of device overheating. The initial inspection indicated that the motor does not turn, too dirty. The pre-temperature test could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after the operation the device had excess heat. There was no user/patient impact or injury.